Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock became loose while the customer was exercising. There was no reported impact to customer's blood glucose level. Tandem technical support educated the customer on making sure the luer lock is completely tightened when changing supplies.